Event description:
It was reported that during a ptca/stent procedure, the second inflation would not exceed six atms and the stent delivery system(sds)could not be deflated. The patient experienced hypotension and arrhythmia which self-resolved without medical treatment following removal of the inflated sds. No patient injury was reported.